Manufacturer narrative:
Agolia jp, et al. 2024, small bowel obstruction due to a migrated pyloric stent. Trauma surg acute care open 2024;9:e001443. Doi:10. 1136/tsaco-2024-001443 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature study, the patient underwent pyloric stenting for gastroparesis. The stent was secured with the company's suture. Three weeks later, the patient presented to the emergency department with abdominal distension, pain and vomiting. A computed tomography scan demonstrated a small bowel obstruction due the stent migrating to the small bowel. A limited 5 cm infraumbilical midline laparotomy was made and the foreign body was palpated in the ileum and found to be causing obstruction. A longitudinal enterotomy was made along the antimesenteric border of the distal ileum proximal to the stent, and the stent was milked out.